Manufacturer narrative:
It was reported that the tip broke. Visual evaluation identified that the tip had broken off. However, without the return of the device, further investigation cannot be performed. Additionally, no patient bone quality or surgical technique was provided for the event. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces upon insertion. The reported event is confirmed based on the investigation of the returned pictures.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the surgeon used an 2mm graft and drilled 3mm tunnel for scaphoid and lunate bones. Upon pulling the 2nd 3x8 mm tenodesis screw after insertion, the tip of the ar-1530bc, screwdriver broke inside the cannulated part of the screw which made it very difficult to remove. Surgeon left the metal tip inside and closed the wound.